Manufacturer narrative:
Investigation ¿ evaluation : a visual inspection, a review of the device history record, a review of complaint history, and a review of quality control data were conducted during the investigation. One device was returned for investigation. The device was returned in a plastic bag and did not include a lot number on the bag. A visual inspection of the complaint device confirmed that the device was separated into two segments. The distal segment measured 17.5cm from the coil to point of separation, the proximal segment measured 8.5cm from the coil to point of separation. The point of separation occurred at a sideport. Under magnification no visible punch cuts from side porting were observed on the back wall of the tubing or near the sideport. A review of the device history record for the lot number provided by the complainant, found no non-conformances related to the reported failure mode. A review of complaint history records for the lot number provided by the complainant, found no other complaints. A review of production processes and quality inspection documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The cause of the complaint cannot be established. Appropriate measures have been initiated to address this failure mode the appropriate personnel have been notified and cook will continue to monitor for similar complaints.

Event description:
Additional information was received on 01apr2019: it was reported, they were able to complete the scheduled procedure, however, information on how the procedure was completed was not provided. The patient did not experience any adverse effects and the patient recovered and was discharged.

Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510(k): exempt preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for an unspecified procedure using a filiform double pigtail ureteral stent set, the customer opened the stent package and found the stent broken. The stent was not used. It is unknown how the procedure was completed after the difficulty. It is unknown if the patient experienced any adverse effects as a result of the alleged product malfunction additional information has been requested regarding the vent and the intended patient. At this time, not further information has been provided.